Event description:
It was reported that the device displayed a hardware reset mode (hwvvi). The patient was in vt when presented to the ER. The patient has cancer and at risk for surgical procedure. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received upon receipt, the device had no telemetry. The device's image was reviewed. The backup vvi occurred while charging for vf in 2009. The lifetime charge history showed 127 maximum voltage charges. The device was tested on the automated test system. No anomalies were found. Based on parameters for longevity estimation, the device was within normal limits when bvvi occurred. The cause of the bvvi was determied to be normal battery depletion due to excessive hv charging.